Event description:
It is reported that the patient was revised in 2009, due to an unknown reason. Upon revision of the devices it was noted that the articular surface and tibial baseplate exhibited wear marks. Implant date is unknown.

Manufacturer narrative:
Eval summary - the reason for revision is unknown. Patient height, weight and activity level are also unknown. The femoral, articular surface and tibial baseplate components were returned for eval, and the device measurements met the print specs where measureable. As returned, the articular surface exhibited signs of wear on both the condylar and backside surfaces, and the tibial baseplate exhibited signs of wear to the tray that were similar in pattern to those on the backside of the articular surface. Both topography scans and scanning electron microscopy revealed that the wear marks had a similar appearance as those from burnishing as a result of micromotion. These tests suggest that micromotion between the articular surface and tibial baseplate may have caused the wear patterns on the parts returned with this complaint. However, the cause of the revision cannot be definitively determined without additional information such as reason for revision and patient demographics. Eval - device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis/energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.